Manufacturer narrative:
The device was evaluated and the reported complaint condition was confirmed. The leak was confirmed on the blood side bottom of the unit (small slit) below the bushing. Seven units of the device from the same lot which were remaining in stock were visually inspected for slits and functionally tested for leaks and none of the samples had slits or leaked. During the manufacturing process, the disposable cassettes are 100% visually and functionally tested to verify there are no leaks/occlusions. The manufacturing process was reviewed and confirmed to be functioning within validated parameters. In addition, the mps console performs a leak/occlusion check during diagnostic start-up activities. The root cause of the reported complaint condition is unknown. Quest medical will continue to monitor complaint trends.

Event description:
A report was received regarding an issue encountered during use of the mps delivery set. The report states that blood was seen leaking from the front/bottom of the unit where the two blood pouches sit. Leaking occurs as a slow drip when plegia is not flowing, but increases to a steady drip when giving plegia. The leaking disposable set was used to complete the procedure.